Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product was not received by zimmer biomet at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the tourniquet cuff began leaking after 1/2 hour into surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707015600 and lot number z000009357, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018 , it was reported from (B)(6) hospital that two 34 in. (86cm) dual port single bladder disposable cuffs with plc were leaking during half hour surgeries. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected.

Event description:
It was reported that during a knee surgery the tourniquet cuff started leaking after around 30 minutes. Seemed like the welding of the cuff is starting losing over time. The customer did not stop the surgery. There was no harm and only a few minute delay.